Manufacturer narrative:
(B)(4). E1: initial reporter email (B)(6).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.